Manufacturer narrative:
Engineering evaluation of the returned tibial insert noted deformation on one of the posterior feet consistent with improper seating of the insert. The articular surface of the device showed wear in the form of tears and lines running in the anterior/posterior direction consistent with third body wear. The lines were consistent with dragging of a third body along the articular surface. Additionally, there was a rough surface on the outside left condyle consistent with burnishing from a rough surface. The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
Patient presented with swollen, hot knee. Surgeon revised insert and cleaned out with antibiotic solution.